Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with proximal sample site. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 2 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 3 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 4 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with proximal sample site. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 5 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 6 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with distal stopcock. Tubing between distal sample site and vamp reservoir was also broken and missing from the system. Rough surfaces were observed at broken tubing ends. Unit 7 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was completely broken from solvent bond joint with distal stopcock. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 8 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit. Pediatric tubing was partially torn from solvent bond joint distal sample site. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 9 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit in sealed original package. Pediatric tubing was completely broken from solvent bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit. Unit 10 - customer report was confirmed. Rec'd (1) pediatric dpt. Kit in sealed original package. Pediatric tubing was completely broken from solvent bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit.

Manufacturer narrative:
Device has not been received for evaluation

Event description:
It was reported that several weld-joints througout kit were detached. This was observed during setup to use in patient, however, there were no patient injuries.